Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it was discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt intraocular lens (iol) was explanted from the right eye (od) due to the patient complained about blurry vision since the incorrect lens was used. Doctor admits using the incorrect lens. The surgeon used a zxr00 as a backup lens. Lens was discarded.

Manufacturer narrative:
Additional information/corrected data: section b5: describe event or problem: on 3/18/2021. Jnj representative was informed by dr. Broussard of patient having blurred vision. It was reported by the doctor that a zxt intraocular lens was explanted from the right eye (od) due to using the wrong lens on (B)(6) 2021. Sutures and incision enlargement were required. The procedure was successfully completed using a different model and diopter. The patient outcome is unknown. The details provided about the event, indicated that the doctor had implanted the wrong lens (zxt225 20.5d) and exchanged it for a none-toric symfony model lens (zxr00 21.5d). Upon further review, there is no allegation that the lens was faulty and the doctor admitted he made the wrong choice. Therefore, based on the assessment, the event is no longer considered reportable and no further information will be provided under this manufacturing report number 2648035-2021-07584. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.